Event description:
A nurse reported that during a membrane peel, the tip of the forceps came off in the eye rupturing a blood vessel and causing retinal damage and possible central vision loss. According to the nurse, the surgical tech made certain that the tip was correctly connected to the handpiece. The tip was approximated several times, under a microscope, prior to entering the eye. As the surgeon peeled part of the membrane, with the membrane still remaining in the "jaws" of the forcep, the tip darted into a vessel and several tears occurred in the macula. The surgeon used laser to address the bleeding, gas (sf6) was injected into the eye, and the procedure was aborted. A completed questionnaire and an operative report were received from the facility indicating that after the tip ejected, a large hemorrhage was noticed that obscured the underlying retina. After the bleeding slowed, severe retinal damage was observed. A large retinal tear was present near the torn vessels and a second large tear was present close to the fovea. The vessels were cauterized to stop bleeding and laser photocoagulation was applied to the retinal tears. The surgeon reported that there was "loss of vision" and that it was too soon to say if there will be permanent ocular damaged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).